Event description:
It was reported that the patient experienced less than 50% therapy relief. It was stated that high impedances were measured on 3/4 of the contacts. The cause was unknown. Troubleshooting of the system revealed the right brain lead was the source. The reporter stated that the lead was damaged on removal. There was a micro-fracture at the top of the head. The cause was unknown. There was no patient injury. Any additional information received will be included in a supplemental report.

Event description:
An x-ray confirmed the lead was fractured during surgery. The patient "underwent the whole dbs procedure again" on (B)(6) 2012.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 37602, serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator, product ID 3708660, serial# (B)(4), implanted: 2012 (B)(4), product type extension, product ID 3389s-40, lot# v877540, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3389s-40, lot# v877540, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v877540, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v877540, implanted: (B)(6) 2012, product type lead.

Event description:
Additional information received from the consumer reiterated that the lead was broken which was confirmed by an x-ray.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v877540, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v877540, implanted: (B)(6) 2012, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).